Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the device volume are inaccurate and up to 20 percent. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing a tamper seal. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated/verified. The investigation was unable to determine the intermittent of the error. Running three accuracy tests the pump was found to be working as programmed and intended within the manufacturing specifications. No fault was found with the device. No repair was needed. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
B5: additional information received on 15-aug-2022 via email and attached to complaint object: there was no patient involvement with these pumps. All five pumps were found in a box in storage. The pharmacy director tested them by setting the pump to deliver 100 ml, but they only delivered 80 ml. This is the case for all five pumps. They are two years old and haven't had any service. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2110. H4: correction: device manufacturing date: 18-feb-2020.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required.h10: a sample has been received and device evaluation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: g4: correction: date received by manufacturer: original date received by manufacturer should have been 14-jun-2022.